Manufacturer narrative:
Manufacturing site: (B)(4). The cruise with a peeled fragment of its polymer jacket was returned for evaluation. The distal segment of the cruise was deformed in a hook-like shape. The polymer jacket was intermittently scraped on the deformed segment and spring coil underneath the polymer jacket was partially exposed. The polymer jacket was also found circumferentially torn at approximately 3mm from the tip and the spring coil was completely exposed. The ball tip was found attached on the very distal end of the spring coil, suggesting that the spring coil was not fractured. The returned polymer jacket fragment was found elongated to approximately 12mm in length. With the color and the trace of the ball tip on the fragment, it was confirmed that the fragment belonged to the returned cruise. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the distal segment of the cruise had most likely scraped by a relatively hard and sharp-edged object such as the lesion that was likely calcified. Consequently, the polymer jacket was peeled and torn off. It was concluded that this event was not attributed to product quality. Given the severe damage observed on the polymer jacket, a possibility could not be completely ruled out that some polymer fragment(s) might be left in the patient. The instructions for use (IFU) states: [warnings] if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that a percutaneous peripheral intervention (ppi) was performed to treat a 90%-99% stenosis in the superficial federal artery (sfa). An asahi cruise guide wire was used and once removed from patient. When the physician attempted to use the guide wire again, the polymer jacket of guide wire was found peeled. No additional treatment was taken for this event. A new guide wire was used to resume the procedure. Percutaneous old balloon angioplasty (poba) was performed for revascularization and the procedure was completed successfully. There were no adverse patient effects related to this event. The patient was reportedly fine without problem after the procedure.